Event description:
It was reported that the patient with this electrode had received an inappropriate shock. Review of episode noted oversensing of sense b node noise and low amplitude morphology measurements. X-rays taken showed adequate placement of the system. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode had received an inappropriate shock. Review of episode noted oversensing of sense b node noise and low amplitude morphology measurements. X-rays taken showed adequate placement of the system. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities outside of surgery-related induced altercations, which is normal. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A hipot test was also performed and passed, indicating there were no electrical shorts between the conductors. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.